Event description:
During priming of the cellex instrument prior to initiating patient treatment, several prime ten alarms occurred. They were unresolvable after attempting to trouble shoot. Then system alert failure occurred. Therakos was notified and a disposable kit with heparin and saline bags was sequestered. It was retrieved per biomedical engineering to be returned to therakos for further investigation. The cellex instrument to be serviced per therakos technical support. A different instrument (xts) was primed with a new disposable kit. The treatment was initiated and completed successfully.